Event description:
It was reported that the device provided inaccurate sp02 readings. Customer reported that the device was reading with high fluctuations and saturations were not matching the pt's symptoms or medical status. There were no known impact or consequences to the pt.

Manufacturer narrative:
The product has been returned to masimo for eval. When the investigation is complete, a f/u report will be submitted.